Event description:
It was reported that the customer had a motor error alarm on the insulin pump during fill/prime process. Customer's last finger stick was 3.3. Mmol/l. After that, it was about 5.0 mmol/l. Customer tried to rewind the piston, but the motor error reoccurred. Pump started counting and now the alarm cannot be deleted. Pump was not bumped or dropped. Insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip noted during visual inspection. Pump passed prime/a33, displacement and basic occlusion tests. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.